Event description:
The patient reported that she had come vocal cord paralysis. The available programming history showed proper device functionality. No further relevant information has been received to date.

Event description:
The patient reported that their oncologist stated that they had right sided vocal cord damage after a biopsy on a thyroid tumor.no other relevant information has been received to date.